Event description:
It was reported that this implantable cardioverter defibrillators (ICD) delivered three bursts of anti-tachycardia pacing (atp) and five shocks for sinus tachycardia. Therapy was exhausted. The device was reprogrammed and currently remains in service. No additional patient adverse effects were reported.